Manufacturer narrative:
Cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two products involved with this adverse event in which associated MFR report number is 1016427-2009-00107. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Review of the available info suggests that procedural factors may have contributed to the reported event.

Event description:
An affiliate reported angiography revealed a 65% stenosed lesion in a pt's left internal carotid artery. The lesion was described as non-calcified. An angioguard xp with a 5 mm basket was deployed beyond the lesion, and the lesion was pre-dilated with a 3.5 mm balloon at 8 atm. A 9 x 40 mm precise stent was implanted at the lesion. The lesion was post-dilated with a 4.5 mm balloon at 8 atm. The pt experienced hypoperfusion during the procedure. The area around the lesion was suctioned, and the blood flow returned to normal. The angioguard device was retrieved, and debris was confirmed within the basket. There were no adverse consequence to the pt and the pt was discharged from the hospital. No other info is available.